Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of codman disposable perforator during the procedure. It occurred when making the first burr hole at the tent. The procedure was completed with a replacement product. According to facility, it is unknown if the drill was electric or pneumatic, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. No patient injury reported and the event did not led to surgical delay.

Event description:
N/a.

Manufacturer narrative:
The codman disposable perforator (ID 261221) was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye: unit was lightly soiled and had no "eo" label. IFU testing procedure was performed: the inner and outer drill had to be freed, and once freed passed the spring test as intended. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release: the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.